Event description:
It was reported by the user that they had a sys inaccuracy which may have resulted in a pneumothorax. It was reported that the registration was 4.3mm. However locatable guide placement on the main carina showed at least a 4mm shift to the left laterally and about 2mm inferiorly. When the site tried to navigate to the 25mm lesion (peripheral left lower lobe), the CT image kept moving a lot with respirations. Keeping this in mind the site reported that they navigated to the lesion which kept changing position on the CT images with respiration, the locatable guide was from 9 to 15mm away from (but proximal to) target. They did a biopsy under fluoro, as usual, however they couldn't visualize the lesion. It was reported that post procedure there was a 20% pneumothorax. It was further reported that the physician reported that the pt was fine and although he was having accuracy issues, he did not feel it was a contributing factor to the pneumothorax.